Manufacturer narrative:
The customer was contacted for return of the suspect product; however, neither the device nor the log files were returned for evaluation. Based on the information that was received it appears that the device may have been operating under a low battery condition. A low battery condition could result in an expected device shut down. In accordance with our instructions for use (IFU), the user is advised to always carry a spare battery. The customer indicated that they replaced the battery utilizing their spare. After replacement, the device operated with no further indication of a device problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.